Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon felt resistance when handling the monopolar curved scissors (mcs). The surgeon was asked to remove them from the abdominal cavity and then the protective tip, where the customer observed that the cable was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.